Event description:
It was reported that there was noted that there was a malfunctioning gastric stimulator. It was noted that the patient experienced pain near the site of her device placement, in the breast site and the left side abdominal wall. It was noted that the patient also experienced shocking in that area. It was noted that the pain went away when the device was off. It was noted that it was thought that this was due to its position or some irritation to that area. It was noted that the unit would be moved from the breast site to the abdominal wall. It was noted that the abdominal wall pocket was created, the device was repositioned, and the device tested and functioned well. It was noted that the reported event was ¿hospitalization.¿ it was noted that the patient recovered without sequela. It was noted that there were no complications and the patient tolerated the procedure well. Additional information was requested but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, serial# unknown, product type: lead; product ID neu_unknown_lead, serial# unknown, product type: lead. (B)(4).

Manufacturer narrative:
Concomitant products: product ID: 4351-35, serial# (B)(4), product type: lead . Product ID: 4351-35, serial# (B)(4), product type: lead . Product ID: 4351-35, serial# (B)(4), product type: lead. Product ID: 4351-35, serial# (B)(4), product type: lead. (B)(4).

Event description:
Additional information received reported that the device was placed (B)(6) 2013. It was noted that on (B)(6) 2013 the patient reported discomfort at the implant site. It was noted that the healthcare professional (hcp) indicated that the pacer was functioning normally. It was noted that the patient returned on (B)(6) 2013 and reported sharp severe pain near the lead site. It was noted that the device was turned off at that time and the patient came back the next day and wanted the device turned back on due to nausea. It was noted that the patient was referred to the doctor to have him revise site placement of implantable neurostimulator (ins) on (B)(6) 2013. It was noted that the patient came back to the office on (B)(6) 2013 with gastroparesis symptoms improved. It was noted that impedances were resolved.